Event description:
The stylet and cannula split and the IV had to be restarted. Patient injury: no. Qty affected: 1.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The 24g nexiva device from lot #5065269 was not returned for investigation and the damage associated with this lot could not be confirmed. A review of the inspection records and quality/manufacturing controls for the implicated lots indicated no related issues with the manufacturing process. The complaints were documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing-related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.